Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 10 cm diameter abdominal aortic aneurysm. It was reported that during the index procedure, a small type iii fabric endoleak was found on the final angiogram with the endurant limb stent graft. The endoleak was located in the middle of the common iliac aneurysm. Another manufacturer¿s limb was implanted to cover the type iii endoleak and final retrograde angiogram showed that the endoleak had resolved. The physician believed that aneurysm was pending rupture however, was unable to determine rupture status as the patient was in poor health. The physician stated the event was related to the device. No additional clinical sequelae were reported and the patient is fine.